Event description:
It was reported by service report that the fowler could not be lowered flat, manually or electronically. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Results: CPR cable; fowler actuator; ball screw; damaged components.